Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging that there was a line through the display screen. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 11/21/2016 device evaluation: the device has been returned and evaluated by product analysis on 10/27/2016 with the following findings: during investigation, a visual inspection of the pump revealed cracks on the display screen. During testing the pump powered on with audible and vibratory features. The display screen remained blank and did not go to the verify screen. A test display was inserted and the display functioned properly. The complaint of lines through the display was not able to be adequately investigated to the cracked display screen. Unrelated to the complaint, investigation revealed a crack in the in the battery compartment. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).